Event description:
It was reported that occlusion alarms occurred. The customer declined further troubleshooting. There was no reported adverse impact. Reportedly, the customer reverted to an alternate method of insulin therapy.